Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasion at 6.0cm and between 11.4cm and 12.3cm from the connector pin. External abrasion was also found between 19.0cm and 19.3cm from the connector pin due to friction to the ICD can.

Event description:
It was reported that the lead was capped due to high impedance.